Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that fibers were coming out of the cannulas of the healon gv. There were 4 different cases reported having similar issues. There was no patient harm in all these cases and there were no products to be returned. This report captures one out of five. Separate reports are being submitted capturing the other similar events.